Event description:
According to the event description, "patient inter to uci with septic disruptive shock, tri-valvular insufficiency, urinary tract infection and renal failure have phlebitis at the site of the punction."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Received fifty (50) pieces of unused introcan safety 3 pur 18g 1.3x32mm-sa in original packaging for lot number 24a02g8372 and material number 4251131-04. The returned samples were subjected to packaging integrity test, product functional tests i.e. Penetration force and gliding force and bacterial endotoxin test. All samples in original packaging passed for all tests. As no abnormality observed from the returned samples, complaint is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.